Event description:
It was reported when surgeon was implanting a gamma nail for an intertroch fracture, x-ray eval of the distal screw revealed that was posterior to the nail and not in the targeted hole. Surgeon elected to leave the screw in place. He switched the distal target from dynamic mode to static mode. He then drilled and placed another screw. X-ray revealed the screw was in fact in the nail.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.